Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 device and it was reported that the nav-ring is faulty. The issue was discovered during a periodic maintenance; there was no patient involvement at the time the issue.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.